Event description:
The avea ventilator stopped ventilating the patient. Alarms were sounding and light flashing (ext high peak/safety valve/high peak/low min volume/apnea interval/low tidal volume). The patient was suctioned for small amount of sputum. The circuit and filters were inspected and no fault was found. The housing for the expiratory filter was slightly ajar and was removed and replaced properly with no correction to problem. The ventilator was removed form service and replaced. Throughout this process the patient was being bag ventilated by the nurse. No change to patient's condition; no harm. The ventilator was removed from service and the carefusion service representative inspected and repaired the ventilator. The service rep. Findings: found that the expiratory port was not seated squarely in the housing that holds the port, water trap and filter together. Also found that the delivered peep level was decreasing between the end of one breath and the beginning of another. The tech performed ovp (operational verification procedure) after resolving these issues. Action: the humidifier was mounted too close beneath the port causing the staff to have to insert the port/water trap filter assembly at an angle which causes the filter and port to become misaligned. The tech repositioned the humidifier out of the way. Also, found that the exhalation diaphragm had been pinched by the exhalation port and was not making a good seal. The tech replaced the diaphragm.